Manufacturer narrative:
Updated field: b4, b5, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit but was unable to duplicate the reported malfunction. The fse examined the logs and observed fault codes 58 and 124 causing an issue with drive calibration. The fse also observed fluid ingress to the pim causing k10 to fail. The fse replaced the pneumatic module assembly to correct the leak failure. The 30 psia pressure transducer cable was replaced to address the observed fault codes. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer. The failure analysis and testing department received parts with a reported failure of internal error. The failure analysis and testing dept. Performed a visual inspection of the part received and found that the part is in good condition. The failure analysis and testing dept. Installed parts in the cardiosave test fixture and tested to factory specifications per cardiosave service manual. The fat dept. Didn't see faults code 48 or code 124 in the fault journal. The failure analysis and testing department could not verify the reported failure of internal error. Retaining the transducer in the fat dept. Per procedure.

Event description:
It was reported that during a routine check, the cardiosave iabp (intra-aortic balloon pump) had an internal error. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h11, d9.

Event description:
N/a.

Manufacturer narrative:
Additional information: due to characterization limit e1 (initial reporter: (B)(6). Event site full name : (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that cardiosave iabp (intra-aortic balloon pump) had internal error. There was no patient involvement.